Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned dry, in a micro-centrifuge vial, with debris and residue on lens. Visual inspection found the lens optic and haptic torn. There was debris and residue on lens. Corrected data: h6: health effect impact code: 2199 - no health consequences or impact. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vich13.2 implantable collamer lens, +05.00 diopter, within the same surgery due to lens was too long. The lens was exchanged for a shorter lens on (B)(6) 2020 and the problem was resolved. It was the surgeons preference to change the lens.